Event description:
It was reported that the patient had an infection at the pump pocket and catheter track. The pump and catheter were explanted. The patient was treated with antibiotics. The patient status was reported as ¿alive-no injury¿. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient was a difficult patient because she was a quadriplegic and had an ileo conduit on one side and a colostomy on the other side so she laid right on her pump. Her symptom of infection was "a pus discharge from her incision." Her cultures from the emergency room showed "gram positive cocci and gram negative rods, a moderate amount of pseudomonas." Patient was successfully treated with IV (intravenous) and oral antibiotics. They were planning to re-implant the patient in (B)(6) 2014.